Event description:
Information received from the field notes that during a routine follow-up, the device exhibited dashes (---) for the sensor parameter. Attempts to reprogram and return to standard were unsuccessful. A microprocessor download temporarily removed the dashes, but after four days, dashes were noted for multiple parameters. The patient's heart rate was in the 30's.